Manufacturer narrative:
The insulin pump was received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir the o-ring noted. The insulin pump was received with cracked end cap and cracked case reservoir tube window corner. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the insulin pump has numerous crack at the battery compartment. Blood glucose level at the time of the incident was 173 mg/dl. The device has been returned for analysis.